Manufacturer narrative:
(B)(4). Customer returned the pump for alleged pump error and battery failed alarms found on (B)(6) 2022. The pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace and history files using thus. No pump error alarms or unexpected battery failed alarms noted during testing. A review of the history files reveals on (B)(6) 2022 at 21:50 there was a pump error 3 alarm, a pump error (line number 1421 file number 32122) alarm, and then a battery failed alarm that occurred due to a software error. The pump was cut open for a visual inspection. No evidence of physical damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, cracked select button keypad overlay, and pillowing keypad overlay. Pump error alarms and battery failed alarm are confirmed due to a software error. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had main arm cannot communicate with the motor arm alarm and battery failed alarm. Customer was able to clear alarm and unable to rewind the insulin pump. Customer stated that insulin pump was passed in self test. No harm requiring medical intervention was reported. The device will be returned for analysis.